Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The astral device was not returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert signal test. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert signal test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software timing issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).